Event description:
Right breast implant was found to be ruptured when opening the breast.it became obvious as soon as we came to the capsule that the implant was fragmented and completely ruptured. There was a gross spillage of soft silicone material and there appeared to be several nylon stitches in the posterior aspect of the medial capsule. The implant was examined and showed that it was a 475 cc mcghan.======================manufacturer response for implant - breast, mcghan breast implant 475 cc (per site reporter).======================awaiting response.